Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the station screen showed a duplicate address error. A technical support specialist (tss) guided the customer through the recovery storage process to resolve the cubic error. The customer rebooted the station, confirmed functionality, and reported no further errors. The tss verified with the customer that everything was working correctly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a failure on screen states duplicate address detected. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.